Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. During the investigation, the panel subsystem circuit board was found faulty and it was replaced. After a system sw update, the anesthesia system was successfully tested and was cleared for clinical use. The device logs were saved and sent for evaluation and the evaluation of the logs confirms a technical error code related to the replaced part. In addition to the technical error code, other recordings indicating a panel sub system restart were confirmed. The replaced part has not been returned for investigation and the true cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that there was an unexpected error. There was no patient harm reported. Manufacturer's reference number: (B)(4).